Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon for four hours and upon removal the pledget fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining pieces of pledget and did not seek medical attention. She did not experience any adverse health effects.